Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Customer reported that the drill broke during surgery of fixation of bone breakage and the fragments of the drill remained in the elbow bone. Customer clarified that it was a reuse of a reusable medical device.

Manufacturer narrative:
The reported incident that 3.0mm asnis micro, cannulated drill 2.1mm, ao coupling was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by too much applied mechanical force during drilling (possibly on an angle as the front part of the cannulated drill bit got bent). The device inspection revealed the following: that some parts of the returned cannulated drill bit tip is indeed cracked and broken off. Also the front part of the drill shaft is slightly bent (possibly positioned on an angle). It is clearly an indication that too much mechanical force had been applied during use . The surface of the breakage is homogenous which again indicate conformity to the given specification. High applied forces led to a strain of the material which finally resulted in the breakage during drilling (overload beyond its calculated capability). Special comments for application (original statement from the IFU) only use an instrument for its intended purpose. Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. Visually inspect cutting edges for sharpness and damage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Customer reported that the drill broke during surgery of fixation of bone breakage and the fragments of the drill remained in the elbow bone. Customer clarified that it was a reuse of a reusable medical device.